Event description:
As a traumex system was being used during an exam, the down button got stuck, causing the system to continue to drive in the down direction. There was no patient injury or contact involved.